Event description:
It was reported that the implant (laminar hook) broke during final tightening. It was further reported that the dynamometric torque wrench was not used during final tightening. A new hook was implanted successfully while using the dynamometric torque wrench. Patient status is fine.

Manufacturer narrative:
Add'l lot # 432635, date of manufacture 11/2006.